Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, cracked lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 35 mg/dl. The customer was treated with glucagon. Customer was experiencing low blood glucose for on and off for a long time. Customer was admitted to the hospital. Customer's blood glucose at time of admission was 125 mg/dl. The customer was going comatose. The customer had only eaten yogurt today. The customer was advised to monitor and speak with health care provider. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 276 mg/dl. The customer stated that there is crack on reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.